Event description:
A portion of the lead assembly was returned to MFR for analysis (electrode portion was not returned). Visual examination revealed a torsion break on the negative coil wire, possibly as a result of it being stretched. A break on the positive coil wire was also observed; however, the fracture mechanism could not be determined due to the presence of of metal pitting on the broken wire surface. The presence of the metal pitting indicates that stimulation was present for some time after the break occurred. Electrical testing did not reveal any other discontinuties in the portion of the lead assembly that was returned for analysis. The remaining condition of the lead portion returned was consistent with conditions that typically exist following an explant procedure.

Event description:
Vns pt underwent ncp system replacement due to lead break. During the surgery, eval of the bipolar lead, revealed a lead break. Both the pulse generator and bipolar lead were replaced. Further follow-up revealed that device diagnostic testing at office visit prior to the surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Neurosurgeon indicated that the pt had been experiencing an increase in seizures. It is not believed that the increase in seizures was above the pt's pre-vns baseline frequency; however, this has not been confirmed. Neurologist programmed the device to off prior to replacement surgery in order to conserve battery life. X-rays reviewed by neurologist confirmed a leak break; therefore, ncp system replacement was scheduled. Investigation to date has been unable to determine the cause of the apparent lead break. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.